Manufacturer narrative:
The evaluation of the returned pump confirmed the report of suspected device thrombosis. Upon disassembly of the returned device, a flat thrombus formation was found partially occluding one of the rotor vanes. The thrombus had areas of denaturation indicating that it was present while the pump was operating; however, its structure suggests that it did not originate on the rotor. Portions of the thrombus appeared curved and laminated and traces of tissue were found adhered around the inlet bearing cup and ball, suggesting that the thrombus may have formed around the inlet bearings. The evaluation could not determine a specific cause for the development of the observed thrombus formation, or duration of time for which it was present in the pump. However, its partial obstruction of the blood flow path could have contributed to the reported elevated lactate dehydrogenase level and hematuria. The thrombus could have also created increased drag on the spinning rotor, contributing to the reported elevations in pump power confirmed through the data recorded in the submitted system controller log files. Examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process and the pump operated as intended. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 6 months. The patient remains ongoing on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that echocardiogram revealed the patent's aortic valve was not opening and left ventricle size was enlarged. Right ventricle was functioning within normal limits. A ramp echocardiogram showed the left ventricle did not decompress with increased speed. The patient was admitted on (B)(6) 2016 and administered heparin and integrilin infusions. The patient had a small amount of blood in the urine, and the hemoglobin was stable at 13.4 g/dl. It was reported that the patient¿s liver enzymes were elevated. On (B)(6) 2016, it was reported that the patient's lactate dehydrogenase (ldh) level trended down to 1500 u/l; however, the sound of the pump reportedly was different on auscultation, and lvad power readings were elevated. On (B)(6) 2016, it was reported that the patient was currently at home with a plan to undergo a pump exchange on (B)(6) 2017. The patient is currently in stable condition. No additional information was provided.

Manufacturer narrative:
The device was returned for investigation. The evaluation is not yet complete.

Event description:
Additional information: the patient was home on plavix and warfarin with goal inr of 2.5-3.5 and the patient's lactate dehydrogenase (ldh) level had trended down to 800 u/l range. On (B)(6) 2016, the patient developed dark colored urine. The patient was admitted and the patient's ldh was 1900 u/l. The patient's plavix and warfarin was stopped and the patient was started on IV heparin. On (B)(6) 2016, the patient underwent a pump exchange.